Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The customer reported false positive results with the ID now covid-19 assay 2.0 performed on (B)(6) 2023 on a nasopharyngeal sample. This MFR. Report addresses test three (3) of four (4). Confirmation testing was performed on (B)(6) 2023 via an unknown rt-pcr platform on a nasopharyngeal sample generating a negative result. Repeat testing was not performed. As a result of the false positive result, the patient was moved to a quarantine room and exposed to close contact with other covid-19 positive patients. The customer stated the patient was asymptomatic. The customer confirmed there was no delay or impact in the patient's treatment.

Event description:
The customer reported false positive results with the ID now covid-19 assay 2.0 performed on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 on a nasopharyngeal sample. This MFR. Report addresses test three (3) of four (4). Confirmation testing was performed on (B)(6) 2023 via an unknown rt-pcr platform on a nasopharyngeal sample generating a negative result. Repeat testing was not performed. As a result of the false positive result, the patient was moved to a quarantine room and exposed to close contact with other covid-19 positive patients. The customer stated the patient was asymptomatic. The customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m218671 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j/ lot: m218671, test base part number 192-430/ lot: m218671. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. H3 other text : single use, device discarded.